Manufacturer narrative:
(B)(4).

Event description:
The patient reported they had experienced a loss or change of therapy. Caller stated his machine is working but he's had a return of his urinary symptoms. The patient did not patient feel stimulation. The therapy was not on. Turn therapy on. The situation was resolved. Caller confirmed his stimulation was turned on - program 3 at 1.7 v. Event date: (B)(6) 2016. Indications for use were noted as: gastrointestinal/pelvic floor.